Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leak from ethylene oxide valve. Bending section rubber glue was lifted, peeled and sharp. Image evis has loss of image when angulating. Bending section rubber glue was lifted, peeled, sharp. Insertion tube is squashed. Scope connector's ethylene oxide valve was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that when the tip of evis exera iii bronchovideoscope was angulated no image was displayed. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device due to a leak in the vent connector, which led to an abnormality in the electrical parts and resulted in the image disappearance. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.